Manufacturer narrative:
Physio-control further evaluated the removed ui pcb assembly and determined that the cause of the reported issue was due to corrupt memory on u2.

Event description:
Physio-control received a report from the customer, "flickering screen - sometimes goes completely white". In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient involvement associated to the event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. The cause was isolated to the interface pcba. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
Physio-control received a report from the customer, "flickering screen - sometimes goes completely white". In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient involvement associated to the event.